Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A nurse reported that during a cataract extraction/intraocular lens (iol) implant procedure, the surgeon realized the capsular bag was not intact. She also noted severe zonulysis, hence she converted to using a different iol model. The surgery was completed safely with the new lens, with no harm to patient. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon that she did not feel that the capsular bag issue/zonulysis was related to the intraocular lens. No other reason was provided.